Manufacturer narrative:
H3: one used device was returned for evaluation. Visual inspection found no device anomalies. Functional testing was performed where the cassette was to be filled with 250ml of water using the manufacturing procedure as a guide using a hydrostatic pressure pump and during the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. This was repeated for the returned extension set and no leaks were observed from the extension set. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. A dimensional analysis was done on the inner diameter (i.d.) Of the connector bond pocket at the base. The tubing o.d. Was also measured. The used sample connector and tubing measurements were within the ranges specified in the product drawing. The customer complaint of leakage was confirmed, and the probable cause was due to a solvent application error during manufacturing. A device history record could not be completed as no lot number was identified.

Event description:
It was stated liquid leakage from the base of the yellow connector on the extension tube connection side. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.